Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failure occurred because aux drawer 1.1 was not detected on the bus due to a loose or improperly seated row board. A field service engineer (fse) reseated row board to restore proper communication. Post-repair, diagnostics and functional tests were successfully completed, and the customer confirmed normal operation with inventory access restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred. The issue affected auxiliary drawer 1.1, which displayed a "device not detected on bus" error and could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.